Event description:
It was reported that (1) device was used during a unknown procedure. It was reported by the rep that when the surgeon went to fire the tlc75 device, it looked as though the drivers had been prefired (locked out). The surgeon was not able to fire the stapler. Another tlc75 instrument was used to complete the case. There was no consequence to the pt. The device will not be returned.